Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a severe skin rash and bacterial infection had occurred while wearing the pod. The patient received treatment from the healthcare provider at the hospital (treatment information requested but not provided) and a nasal spray for the skin irritation.